Event description:
It was reported that the proximal port tubing connection on one (1) z0578 3 gang with 2 multi-color 1o2 valves, 4-way stopcock and check valve cracked during surgery. This impacted the medication flow to the patient resulting in elevated blood pressure readings. The device was changed out, the proper medication flow was resumed. The patient returned to baseline condition and the surgery continued with no further incident. It was also reported that there was no adverse patient outcome as a result of this incident. One (1) z0578 device was received by the manufacturer in 2004 and processed to the quality analytical laboratory for decontamination, investigation and analysis. Visual inspection confirmed a crack along the length of the femal luer component, no other anomalies were noted. A review of the trending analysis data was conducted which did not record luer cracks of this nature. Although the root cause of the crack could not be determined, the investigation concluded that it was not attributable to the manufacturing processes and most likely occurred during usage.